Event description:
The customer reported there was a crack on the pump in style transformer. On (B)(6) 2013 the product was rec'd and the product evaluation revealed that the transformer housing was cracked in half and there were exposed wires/electronics which is a safety risk.

Manufacturer narrative:
The product evaluation revealed that the transformer housing was cracked in half and there were exposed wires/electronics which is a safety risk. This issue with a damaged transformer housing for the pump in style device was address in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.